Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00582. The pt rec'd an scs system including a surgical lead and percutaneous lead on (B)(6) 2010. It was reported that the pt suffered a fall and afterwards her stimulation pattern changed. Effort to recapture effective therapy via reprogramming yielded limited success. An x-ray revealed a bend in one of the leads and a possible lead fracture. A subsequent diagnostic test found invalid impedance measurements for all lead contacts. Surgical intervention was undertaken to replace the pt's leads, and effective therapy was recaptured as a result. No further complications were reported.